Manufacturer narrative:
Voluntary medwatch received mw5155854.

Event description:
It was reported via voluntary medwatch that the lead was abandoned and is no longer in service due to a performance issue. There were no adverse health consequences to the patient.